Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon was not getting the desired homeostasis effect from the endowrist one vessel sealer instrument causing him to have to reapply energy to the tissue. The surgeon opened a second instrument and was satisfied with it's performance. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. She stated, the issue was being able to control the intensity of the device but we now know we don't have access to do so.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.